Event description:
Related MFR report number: 2017865-2023-40966. It was reported, that a patient presented to clinic for follow up. Device interrogation revealed, high capture threshold on the atrial lead. X-ray was performed and revealed, that both the atrial and right ventricular (rv) leads had physical changes. During lead revision, the atrial lead helix would not retract. The physician elected to explant and replace the atrial lead and remove slack from the rv lead. The patient was discharged following the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be partially extended and clogged with dried blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin, and helix extension length met specification. The cause of the reported event was isolated to the helix being clogged with dried blood. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.